Event description:
On the morning of (B)(6) 2013, the patient contacted animas stating that when the patient awoke, the pump's display screen was blank. The patient reportedly experienced a blood glucose (bg) value of 367mg/dl and was positive for ketones. The pump reportedly lost power after the pump emitted a "low battery" and "replace battery" warning. The reporter stated that she was unaware that the pump alarmed. The reporter denied damage to the pump or that the pump was exposed to moisture. Customer support (cs) reviewed the pump history with the reporter and noted a "low cartridge" and "replace battery" alarm. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy and due to the alleged power issue with the pump.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/11/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s black box and history were reviewed and showed the pump had rebooted. The pump powered on with vibratory and audible sounds. There was no damage found to the returned battery cap or the battery compartment. No issues were found when attaching the returned battery cap to the pump; the yellow o ring was not visible. During testing, a 1unit per hour basal program was executed in the pump for a 24 hour duration period using the returned battery cap; no power interruptions or warnings were duplicated during this time. The pump successfully completed the required 29 hour flow accuracy test and was found to be delivering within the required specifications. There was no evidence of internal moisture and no damage to the power circuit was observed. The power issue was confirmed in the black box but was not duplicated during the investigation. Unrelated to the complaint, investigation revealed that the display screen was discolored. The display screen was replaced with a test screen for testing and functioned properly with no discoloration or fading. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.